Event description:
During the supraventricular tachycardia procedure, it was noted that the workmate amplifier was connected but the ECG was not displaying. This issue was noted after connecting the ECG to the patient. The workmate amplifier was restarted with no resolution of the issue. The procedure was cancelled and there were no adverse patient health consequences.